Event description:
It was reported that the insulin pump beeps intermittently but there are no alarms or messages displayed on the screen. The customer's blood glucose was 151 mg/dl. The customer was advised that they can change the alert type to vibrate but the customer did not want to change. They stated that they did not have trouble hearing the beep. Troubleshooting was done and the device passed the self test. The customer stated that the insulin pump vibrated during the test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.